Event description:
Synovitis of both knees [synovitis]. Bilateral knee effusion [joint effusion]. Death nos [death]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a female patient (age not provided), initials unknown, with osteoarthritis (kellgren-lawrence grade 4 and mild prior effusion in both knees). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous use of synvisc twice (age at the time of first synvisc injection was (B)(6)). On (B)(6) 2000, the patient initiated treatment with intra-articular synvisc injection of third course in both knees, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2000, the patient experienced synovitis of both knees. On an unspecified date in (B)(6) 2000, the patient had bilateral knee effusion and 19 cc of clear yellow fluid was aspirated from right knee and 30 cc of clear yellow fluid was aspirated from left knee. On an unspecified date in (B)(6) 2000, the patient received treatment with intra-muscular (betamethasone), at a dose of 2 cc (frequency not provided). On (B)(6) 2000, the event of synovitis of both knees resolved. On (B)(6) 2001, the patient died (cause of specified). The outcome for the event of bilateral knee effusion was not provided. Concomitant medications were not provided. The intensity for the events of synovitis of both knees and bilateral knee effusion was mild. The intensity for the event of death was severe. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related and did not provide the relationship between synvisc and the event of bilateral knee effusion. The reporting physician assessed the relationship between synvisc and the event of death as unrelated. Follow-up information was received on (B)(4) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary - the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.